Event description:
A physician reported a pt who rec'd his second treatment on 30 july 1998 into acne scars on the cheek. During the injection, the physician noted an area of bleeding approx 2cm x 2cm in size and blanching at the acne scar treatment site. The physician stopped the injection and massaged the area. Some minutes later, the area became pale grey. On hour later, the pt complained that on this area, he hadn't sensation. The physician pinched this area with a needle, but it didn't bleed easily. Two hrs later, the colour of the area continued to be lightly cyanotic. On 32 july 1998, the area was the same with black spots in the middle and the pt reported the area was painful. On 31 july 1998, the physician prescribed oral and topical antibiotics and oral voltaren, and the pain recessed. There was a redness around the white area. They believed the symptoms represented a vascular event which was product related, and the the area would necrose. Symptoms were considered product related.